Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral bifurcation was attempted using a proglide device with a 6f sheath after a diamondback coronary interventional procedure. Reportedly, there was resistance during advancement and the device was rotated gently back and forth to enter the arteriotomy. The lever was returned to its original position post deployment; however, the foot plate was still open. An ultrasound probe used on the groin confirmed the footplate remained open as when the device was gently pulled back, it tented the anterior wall of the artery. The body of the device was broken apart in an attempt to remove the proglide; however, this was unsuccessful. A vascular surgeon performed a cut down to remove the device and it was noted the distal sheath had separated just after the footplate. The distal sheath was retrieved separately during the cut down. A vascular patch was used to address the vessel damage and achieve hemostasis. There was a clinically significant delay in the procedure and hospitalization was extended. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The difficulty to open or close the foot could not be tested due to the condition of the retured device. Difficult to advance and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The proglide device was used in the femoral bifurcation. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). The device was also removed against resistance. It should be noted that the IFU also states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the it is unknown if the off label IFU deviation contributed to the reported difficulties. The device withdrawal against resistance was determined to be due to operational circumstance. A cine of the procedure was returned and reviewed by an abbott clinical advisor. It was stated and confirmed by the photos, that the patient¿s femoral artery carries a significant amount of calcification. It was also stated in the report that the physician rotated the device, and that femoral access was in the ¿bifurcation of the profunda/sfa.¿ it was concluded that taking the instructions for use and the report information into account, it does not appear to be a device failure but a technical failure. Based on the reported information, cine review and returned device observations, it is likely that the patient calcification contributed to the resistance experienced during advancement. Excessive downward force likely resulted in the guide separation. A separated guide will compromise foot functionality and contribute to the inability to open and close the foot resulting in device entrapment, thus the need for surgical removal. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.